Manufacturer narrative:
A visual inspection was performed on the returned guide wire; however, the reported peeling was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported peeling. Based on the reported information and returned analysis, it is possible that during the procedure, manipulation of the guide wire and torque device and/or either other devices caused the noted scratches on the core causing the appearance of peeling: however, this could not be confirmed. The noted bends on the core and coils damage likely occurred during packing for returned analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuosity de novo left anterior descending artery. The balance middleweight (bmw) guide wire coating was noted to be peeling during the procedure; however, it did not separate. Another bmw was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.